Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and confirmed flash of upper display and he replaced a lcd display also did functional check according factory specifications.run test passed. Return machine to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: assy, display top lcd .this part was received with a reported unit failure message of flash of upper display. Performed visual inspection of this part received and part looks to be in good condition. Installed the assy, display top lcd into the cardiosave test fixture and tested to the factory specifications per and the cardiosave service manual. The failure analysis and testing department could not verify the failure message of flash on upper display. Assy, display top lcd passed testing. Retaining assy, display top lcd in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use by the customer, the cardiosave intra-aortic balloon pump (iabp)'s upper display was abnormal, it flashed when on. There was no patient involvement.